Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient developed an aneurysm. An unspecified angiojet catheter was selected for use in a percutaneous coronary intervention in an unknown vessel. After completing the angiojet procedure, the physician performed an angioplasty with an unknown balloon and stent. A large aneurysm at the proximal end of the vessel was noted at the end of the case. No further complications were reported and the patient's status is stable.